Manufacturer narrative:
A ge svc rep performed an on site investigation. The control panel connector was repaired and the power supply was replaced during the svc call.

Event description:
It was reported that the 6800 sys would not x-ray during a case. The 6800 sys had to be rebooted then the sys would not turn on. No pt injury was reported.